Manufacturer narrative:
Corrected data d1 additional manufacturer narrative reported event: an event regarding disassociation involving a mets, bayley walker, proximal humeral replacement, humeral component was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by clinical consultant indicated: the implant in situ was for mets proximal humeral replacement, which was inserted in (B)(6) 2020. The surgeon reported disengagement of the extension shaft from the principal shaft. The image provided shows that the humeral shaft has disengaged from and come out of the humeral component. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported by the sales rep "[..] X-rays provided appear to show the principal shaft disengaged from the extension shaft". On the (B)(6) the clinician reviewed the imaging provided and found that that the humeral shaft has disengaged from and come out of the humeral component. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened .

Event description:
An email chain was received regarding the patient's left bayley walker shoulder. Per the senior product manager: "the question is if the proximal modular part of this prosthesis could be replaced by keeping the distal part?" X-rays provided appear to show the principal shaft disengaged from the extension shaft.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
An email chain was received regarding the patient's left bayley walker shoulder. Per the senior product manager: "the question is if the proximal modular part of this prosthesis could be replaced by keeping the distal part?" X-rays provided appear to show the principal shaft disengaged from the extension shaft.